Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from healthcare professional via manufacturer representative regarding an implant used for spinal therapy. It was stated that the patient underwent surgery on (B)(6) 2026 and came back on (B)(6) 2026 reporting pain after surgery. A x-ray was performed through which doctor found the cage to be dislocated. No further complications were reported regarding this event. Procedure involved was posterior decompression and instrumented fusion performed on (B)(6) 2026 at the l4-s1 level. The reported product was implanted at the l5-s1 levels; which is where the dislocation occurred. Revision surgery was performed on (B)(6) 2026 for relocation.